Event description:
It was reported that during implant the lead exhibited low out of range impedance and no capture. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of low lead impedance was electrical short caused by damage to the inner insulation. The cause of the insulation damage was overtorque of the inner coil during the surgical procedure.